Event description:
A report was received that the patients lead incision site had a green puss coming out. The patient was prescribe antibiotics.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to infection. Model number/catalog number: sc-2218-50 serial number: (B)(4) batch/lot number: 5109597/ 5116702 model/catalog description: linear st lead kit 50 cm the explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patients lead incision site had a green puss coming out. The patient was prescribe antibiotics.